Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, which resulted from overdelivery of insulin. The caller stated that the insulin pump's keypad had been exposed to moisture while the user was sleeping. The caller stated that the user was unconscious and someone called 911 for her. The blood glucose reading was 1.7 mmol/l when paramedics arrived. The user was treated and discharged the same day. The caller also reported that the insulin pump's keypad had completely worn off. The most recent blood glucose reading was 7.4 mmol/l. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.